Event description:
It was reported that the system could not produce live images. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the power supply were replaced during the service call. The system was tested and found to be working as intended and returned to service.